Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and did not note any events that indicated and/or contributed to the reported symptom. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was received with an inoperable door that was hard to open and would not close, which prevented the device from being tested for flow rate accuracy. The device requires flow accuracy calibration testing to ensure flow accuracy is met during the repair process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an over infusion (completed infusion early) on a patient during therapy (medication, programmed amount and delivery rate unknown). There was no patient injury or medical intervention associated with this event. No additional information is available.